Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 213 mg/dl. Customer's mother took the pump off and gave patient a lot of juice and called the doctor as well. The customer was advised to upload to care link and see all the information needed. The customer's mother continued to check blood glucose.